Event description:
Information was received from a patient regarding an external device. The reason for call was at the beginning of the week the pts implanted neurostimulator was trying to be not charged and they got it charged to 80% on tuesday and yesterday it went all the way down so they needed to charge it up last night and that's when it stopped. Patient noted the recharger was all shredded and when they lay by it got too hot. Now the controller was not charging and it was not connecting. Patient had reset the controller but that did not resolve the issue. During call patient removed the controller battery and plugged the controller into the ac power supply, patient verified the controller turned on. Patient put the battery back into the controller and verified the green light was not flashing on the controller. Patient unlocked the controller; patient got the message low battery recharge the controller even though it was charged to 100%. A replacement recharger telemetry module (rtm) was sent out. Pt called back stating that they hadn't received the replacement recharger yet and they were told that they would receive it on saturday. According to fedex, the package was going to be delivered tomorrow, tues (B)(6), before 8 pm. Agent provided the pt with the above information and the tracking number. Agent then saw that the repair request form was submitted with standard 2 day delivery instead of expedited or saturday delivery. Agent apologized to the pt for the inconvenience and delay. Pt said during the call that they were in so much pain. Patient called in stated that they need their rep number as they were able to receive the recharger replacement and it is not charging and keep seeing stimulation is off. Agent reviewed information about rep and walked the patient turning the stimulation on. Patient confirmed that the stimulation is on. Agent asked the patient to initiate a charging session. Patient plugged the recharger and confirmed excellent recharging. Agent reviewed everything is working as intended and advised to contact us back if they need further assistance.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed : electrical failure. No device found message. White arrow rubbing off, the wires twisted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h6 coding has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.